Event description:
It was reported that an employee got a splash of cidex activated dialdehyde in eyes. It was not known by the reporter if the employee was wearing required personal protective equipment at the time of the event. The facility did not have an msds for the product in the area where the event occurred. The employee flushed eyes with water for 15 minutes following the event. No further info regarding the status of the employee involved is known. Asp customer support supv reviewed the msds first aid and emergency procedure for cidex solution contact with the eyes with the reporter.